Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with wear noted on bottom edge of the front housing. Event log history was performed, and no evidence existed in the event log to support the user's reported complaint. During analysis, the reported "fails accuracy" problem was duplicated. Test results of +3.36%, -0.57%, and +0.84% were all within the published customer specification of +/- 6.0%, but one was outside the internal specification of +/-3.0%. However, this does not explain the empty medication reservoir that the customer reported. It was noted that the expulsor was out of calibration and was noted to be the cause of the reported issue. Service will trim the expulsor to bring it closer to nominal specification. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump alarmed at 5:30 and was due to be disconnected at 11:30. The bag was found to be completely dry. There was no medication residue on the pump. The upstream sensor was on and the patient was not affected at this time. There were no reported adverse events.